Event description:
Device was returned for service for an unreported reason. During service, the technician found signs of internal overheating. Also, the locking internally presented deterioration and oxidation of components that require change. This is report 1 of 1 for complaint #(B)(4).

Event description:
Device was returned for an unknown reason. During the service technician found that various components needed to be replaced this is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed. The technician found signs of internal overheating. Also, the locking internally presented deterioration and oxidation of components that require change. The was attributed to normal wear. Various parts were replaced and the device was returned to the customer on (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed, components were replaced. This was attributed to normal wear. Normal maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.